Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the customer received the following results on the compact plus system within 10 minutes: 1.4 mmol/l and 4.1 mmol/l. No adverse event reported. The lot number was not provided. Return of the suspect device was requested for evaluation.

Manufacturer narrative:
Device received in a condition which made analysis impossible. Unable to test because an empty drum was returned.